Event description:
It was reported the pt experienced a complete loss of sensation of the lower extremities and pain a few inches above the lead site. The pt's wife reported when he sat on the bed, he started complaining of excruciating pain wrapping around a few inches above the lead site, and a loss of sensation of the lower extremities. The pt was initially taken to a hospital where a CT scan was taken, and pain medication was given to the pt. The pt was then transferred to his implanting hospital to remove the scs system and perform exploratory surgery. The results of the CT scan are unk but the physician stated there was a hematoma from an acute bleed that occurred days after surgery. The pt had tingling return to his feet after the system was removed. The pt is currently in a rehab facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.